Manufacturer narrative:
The trilogy evo ventilator was returned for device evaluation and the evaluation was completed on 12 august 2025 with the following findings: a trilogy evo was returned for investigation due to the customer requesting it be checked after a patient passed away. There was no complaint that the device malfunctioned. The product investigation laboratory (pil) was unable to confirm any malfunction of the trilogy evo. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.

Event description:
This notification was opened due to a report from a respiratory therapist (rt) who was told by a family member when they called the patient to schedule an appointment to come out for a vent check, that the patient had passed away. The rt reported the event occurred (B)(6) 2025. The patient was found around 1-2pm and 911 was called. The reporter stated there was no device malfunction at this time and the patient was on a passive circuit. According to the patient's brother, he found the patient and stated the ventilator was off. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot be confirmed, nor refuted at this time based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not yet been returned to the manufacturer. At this time, we are unable to determine issues regarding the functionality of the patient's ventilator. A follow-up report will be submitted when the manufacturer's investigation is complete.